Manufacturer narrative:
Submit date: 6/13/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the sponges are fraying and leaves a lint behind.